Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned for investigation and the phenomenon was not reproduced, a root cause could not be identified. It was noted that error code b30 refers to the code indicated when a scope communication error occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had a b30 scope communication error and had white balance issues. The issue was found during a procedure. The customer noted that different scopes and light sources were tried and issue was resolved. There was a delay in patient care noted. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the scope communication error reportable malfunction.

Manufacturer narrative:
(B)(6). In speaking with olympus technical assistance center (tac) via the phone, the customer verified that the video system was powered off when connecting and removing scopes. The scope connectors were cleaned with an alcohol prep pad. The digital light source cable was removed and cleaned with canned air. The issue was noted to be intermittent and occurring in other rooms. Tac recommending cleaning the scope socket on the video system. During device evaluation at olympus, it was found the b30 error message could not be confirmed and the error was unable to be replicated. Evaluation was able to confirm the problems with white balance and white balancing was not working due to a faulty turret motor. Also, evaluation found the olympus lamp life meter was reading 300+ hours and the light output measured out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.